Event description:
Per the hosp cardiologist performed the intravascular ultrasound. On commencement of procedure dr inspected the shoicath ultra imaging catheter and noted everything was in place. The solocath was then placed over an 0.035 terumo glidewire and introduced through an 8f introducing sheath. Due to the pts tortuous anatomy, the sheath was slightly kinked at the distal end. Nevertheless there was no resistance noted during the procedure. After inspection of the introducing sheath and a final angiogram was taken the plastic tip was noted distal to the superficial femoral artery - posterior tibial. Dr performed an open thrombectomy.